Event description:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, it was reported that the patient experienced extrusion of the receiver/stimulator (date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.